Event description:
It was reported by repair work order that the lift was stuck in an elevated height due to a damaged trend angle cherry switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.